Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. The patient reported that about 13 months after his pump was implanted, it was failing. He stated, that when the pump started failing it was not all of a sudden, it took time. He stated that there were months when he started feeling pain go up and losing functionality in his legs. The patient was wondering if he was moving/exercising enough but then they thought it may be pump related. He stated that they requested an "indium 111" procedure, which began last monday where hcp (healthcare provider) put radioactive material into the pump and did an x-ray. By wednesday, the medication hadn't moved out of the reservoir, by thursday it also hadn't, so the hcp determined the pump was broken. He stated he started feeling horrible in july and the pump was completely dead by the beginning of august. He described the pain as "relentless, my life is hell, and I¿m frickin' miserable".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) via a company representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 176 mcg/day. It was noted the patient had a return of spasticity and pain. Movement in a chair may have led or contributed to the issue. It was reported an indium dye study showed dye not leaving the pump. A catheter revision took place, and the pump segment was replaced on (B)(6) 2022. Weight and medical history were asked but remain unknown. At the time of this report the issue had been resolved and the patient status was alive - no injury.